Manufacturer narrative:
The ivtm thermogard console was evaluated at the customer's site on (B)(6) 2016. The event log was reviewed and found no errors on the reported date. The device was plugged back into the wall and restarted without issue. The device worked as intended. In summary, the reported complaint of the device suddenly stopped working was not confirmed by any device malfunction. The root cause was suspected to be user error. The device power cord likely became unplugged from the outlet. Serviced on site.

Event description:
It was reported that during patient treatment the thermogard ivtm console suddenly powered off. Another system (type unknown) was used to continue treatment with no issues. No error code displayed during this event. No patient sequelae was reported. No additional information was provided.